Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that therapy stopped due to power on reset that showed up on (B)(6) 2016. The patient programmer was able to communicate. The power on reset could not be cleared. The patient was unable to charge their device. A reposition antenna screen was reported. An attempt to use the antenna locate feature was done and it was noticed that the antenna was not plugged in all the way and had a cracked antenna head. The patient tried their old antenna and still had the same issue. A replacement antenna was requested. The patient was going to call a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.